Event description:
Treatment of an avm with onyx. It was reported during procedure, the catheter became entrapped into the onyx in the vertebral artery. While trying to retrieve the catheter, two pieces of onyx broke off and went into separate area of the basilar artery. An attempted was made to retrieve the pieces of onyx, but was not successful. No pt injury reported. Same event as MDR# 2029214-2010-00091.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. Add'l model# and lot# of the involved devices: model#: 105-7100-060; lot#: 8337420; dom: 01/22/2010; expiration date: 11/01/2012. (B)(4).